Event description:
It is reported that the poly used in surgery was not the one that the surgeon had expected. The surgery was completed with this poly and the surgeon was happy with the outcome.

Manufacturer narrative:
This report will be amended when our investigation is complete.